Manufacturer narrative:
Device could not be attributed to the alleged event.

Event description:
Provider alleges the consumer was at the airport and allegedly fell out of the unit and hurt her head.

Event description:
Provider alleges the consumer was at the airport and allegedly fell out of the unit and hurt her head.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.